Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that the patient had complaints of trouble recharging and was having a lot of pain in her device pocket (right side implant). As a result the physician was going to perform a revision and move the pocket from the buttock to the flank. The cause of the issue was determined to be the pocket was too deep; the issue was resolved. No diagnostic testing or troubleshooting was performed. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.